Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of a bard/davol ventrio st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges that the patient sustained personal injury due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.